Event description:
This is a supplemental report to initial report 3008789114-2014-00010 to submit complaint investigation results from the manufacturer. Suspect product was not returned by patient. Prodigy diabetes care requested internal record review from manufacturer. (B)(4).

Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 2:30pm (pacific time). Patient's wife (B)(6) called in stating that patient (B)(6) collapsed due to low blood sugar. Patient was unresponsive and sweating. Glucose reading with the prodigy meter at the time of the event was 177 mg/dl. Paramedics were called immediately and arrived 20 minutes later. Paramedics performed glucose test with a result of 39 mg/dl. Approximately 20 minutes passed between testing with the prodigy meter and the paramedic's meter. Patient was given glucose quick shot. Patient was also given an IV with glucose. Patient recovered and was not transported to emergency room. There was no record of blood glucose test after treatment. Pdc sent replacement and prepaid envelope requesting return of suspect device.